Event description:
It was reported that a patient experienced a dental implant loss (fracture). It was also noted that the cone is still in place, the rest of the abutment is missing.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Only an incomplete device is available for investigation, no issues were found during investigation.